Event description:
The customer reported getting negative anion gaps on three (3) ise (ion selective electrode) patient results which include sodium (na), chloride (cl), potassium (k), and carbon dioxide (co2) on their unicel dxc 600 pro synchron analyzer. There was no report of change to treatment, injury or death associated to this event. The customer did not provide patient demographics. The customer provided a verbal example for one (1) patient.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the unicel dxc 600 pro synchron system. The fse inspected the instrument and confirmed the calibration sodium (na) sample reference reading were out of specification indicating the carbon bridge had to be replaced. The fse identified the cause of failure was the carbon bridge. The fse performed ise flowcell cleaning and replaced the carbon bridge to resolve the issue. Performed system verification successfully without further issues. The system returned to normal operation. Section a5: information not provided by customer. Section h6: component code 4756 is used for the carbon bridge. The beckman coulter identifier is case-(B)(4).